Event description:
While attempting to lift a pt and stretcher (cot) at the scene of an auto/bicycle accident, the undercarriage of the stretcher failed to completely lock in the full upright position. An ems employee pulled muscles in his back while trying to correct the level of the stretcher. After pt was transported to the ER, the ems employee called his supervisor to report soreness in his back. The supervisor sent a relief unit and advised the injured employee to go the the local ER.